Event description:
It was reported that prior to the start pre - anesthesia of a da vinci-assisted surgical procedure, an intuitive surgical (is) technical support engineer (tse) was contacted for troubleshooting assistance by the customer to report that during setup they encountered a c33 error on erbe generator. Error displayed at startup, before activation. No patient present on operating room (or) at time of call. At start of call, system was not connected to onsite, caller resolve the issue by connecting the ethernet cable that had been disconnected. Tse guided caller through the following work around on erbe generator and verifying effectiveness: get laparoscopic monopolar instrument, cotton swab and neutral pad. Connect neutral pad to erbe generator, put damp cotton swab on neutral pad and fold neutral pad over so both surfaces made contact with each other and cotton swab protruding slightly. Connect monopolar instrument to erbe, set coag mode to classic. Activate monopolar instrument coag, touching the swab. Caller did as requested and verified energy delivery and no errors. Tse asked caller to inform surgeon that coag clinical effect may differ to what usual experienced as site default setting was swift and agreed to do so. The procedure was completed with no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated.